Manufacturer narrative:
Evaluation summary: the gauge as received is at -0- . Fluid is visible in the syringe body confirming use. Minor damage is visible on the brass fitting, threads and syringe body. During functional testing the analysis confirmed resistance and noise when the lead screw is cycled in the device. During vacuum tests, the needle returned to red as required. The needle moved steady to maximum pressure from 0atm to 30atm without issues. No leaks were detected during pressurization of the everest. The device maintained pressure for 3 minutes. Special visual attention was given to the movement of the needle for indication of any movement. During testing, the everest device was pressurized to different settings and left idle trying in recreating the reported event. All set pressure settings were steady exhibiting no decrease or increase in pressure. Tests were completed resulting in the needle moving steadily clockwise and counter-clockwise without hesitation. The device functioned as intended. None of the damage seen effected the operation of the device.

Event description:
It is reported that during use of an everest inflation device "it took a big effort to get air. After that when the physician attempted to release it, the device advanced as it was jumping".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.